Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, the attempts have been unsuccessful. Based on the reported information, it was unknown what caused the clot to migrate. The user¿s technique may have contributed to the reported event, as there was reference to whether a balloon guide catheter was used or if suction was applied during the clot retrieval. The patient received emergency intervention and was discharged home a few days later. Per the instructions for use: inflate guide catheter balloon to occlude vessel as specified in balloon guide catheter labeling. Ensure the proximal marker on the revascularization device is within the microcatheter. Loosen the rhv around the microcatheter enough for movement while still maintaining a seal. To retrieve thrombus, slowly withdraw the microcatheter and revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed revascularization device distally. Note: ensure microcatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until revascularization device and microcatheter are nearly withdrawn from the guide catheter. Note: if withdrawal into the guide catheter is difficult, deflate balloon and then simultaneously withdraw guide catheter, microcatheter and revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary.

Event description:
Citation: where did the clot go? An unusual complication of mechanical thrombectomy caused by malignancy related subclavian steal phenomenon in a patient with acute basilar artery occlusion. Nikkie randhawa,1 jonathan p squires,2 manraj kanwal singh heran, et al. Medtronic received information that this patient underwent mechanical thrombectomy using a stent retriever was successful on the first pass, with no evidence of distal emboli. On withdrawal of the device however, no thrombus was found. Angiography via a right vertebral injection demonstrated left subclavian steal phenomenon with retrograde contrast flow down the left vertebral artery into the subclavian artery with no flow beyond the brachial segment due to clot migration into the left brachial artery at its bifurcation at the antecubital fossa. Clinical examination confirmed an absent left radial pulse. After emergency consultation with vascular surgery, the patient underwent emergency surgical thrombectomy with heparin started after 24 hours. There was significant clinical improvement, with an nihss score of 1 for decreased right nasolabial fold. The patient was discharged home a few days later.